Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h6- health effect - clinical code 4581: no code available (incision enlargement). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic broke during implantation of the intraocular lens (iol) into the patient's eye. The iol was fully inserted and then removed. Account indicated that incision was enlarged and vitrectomy was performed. Sutures were placed and patient received medications. Patient status provided as temporarily impaired with daily activities significantly affected. There was no delay in treatment or other interventions performed. No further information was provided.